Manufacturer narrative:
Retainer ring, clear. On (B)(6) 2021 customer alleged pump has cosmetic damage (cracked backside of case). Unit p-cap / reservoir locked properly in place and passed displacement test. The following were noted during visual inspection: cracked retainer, partially detached retainer, pillowing keypad overlay, cracked case on battery tube, cracked keypad overlay, and cracked reservoir tube lip. In summary, customer allegation for cosmetic damage (cracked backside of case) was confirmed during visual inspection where cracked case on battery tube was noted. (B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had a scratch on the side, and reaches the back of the case. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.